Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va1bvnk, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Patient code pertains to both ipg (B)(4) and tined lead (va1bvnk). Device code pertains to both ipg (B)(4) and tined lead (va1bvnk). Device code pertain to tined lead (va1bvnk). Evaluation code pertains to both ipg (B)(4) and tined lead (va1bvnk). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative (rep) reported ineffective stimulation. The rep stated they did not know if there was any environmental, external, or patient factors that may have led to or contributed to the issue. The rep note the patient had a replacement of the entire system and there was unknown programming. The rep noted the lead was partially explanted. The rep noted it was unknown if any diagnostics or trouble shooting done as the provider manages all patients. The rep noted the issue was resolved at the time of the report. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.